Event description:
Caller reported that pump battery depleted too quickly, but it did not lead to a shutdown of the pump. There was no adverse impact to the customer's blood glucose level. Customer had already uninstalled and reinstalled the mobile application, believing the issue was related to a lost connection between the pump and app. Customer was advised to follow up if the problem persisted and acknowledged this guidance.